Manufacturer narrative:
Mittal, rajnish, et al., (2004). Management of ipsilateral pilon and calcaneal fractures: a report of 2 cases. The journal of foot & ankle surgery 43(2):123-130. This report is for unknown plate, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: mittal, rajnish, et al., (2004). Management of ipsilateral pilon and calcaneal fractures: a report of 2 cases. The journal of foot & ankle surgery 43(2):123-130. The authors presented their experience with 2 patients who sustained fractures and highlighted the mechanism, management, and possible complications of these injuries. A (B)(6) man fell off a digger that then overturned onto him. In the process, he sustained multiple injuries that included an open fracture of right calcaneus, a closed right pilon fracture, a closed left tibial plateau fracture, and a closed fracture of the left distal radius. The fracture was stabilized with an ao calcaneal plate (synthes, (B)(4)) by using the standard ao technique. The fracture was reduced and fixed with lag screws and an ao cloverleaf plate (synthes). The cloverleaf plate was removed 1.5 years after surgery because it was causing soft-tissue irritation. This is report 1 of 1 for (B)(4). This report is for unknown ao cloverleaf plate. A copy of the literature article is being submitted with this medwatch.